Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transistor on the analog board. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "paddle fault", "system fault 36", "system fault 37" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.